Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a coronary diagnostic procedure, and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were unavailable. Review of the log file showed malfunctioning geo-pc. Upon troubleshooting, fse found there was a power surge that interrupted system performance and the customer rebooted the system with errors regarding geometry. Fse found that the issue was with geo-pc. To resolve the issue, fse replaced geo ipc and performed os/software load. The cause of the geo-pc failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the geo-pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements were unavailable after a reboot. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.